Event description:
It was reported that an arteriotomy closure of a scarred left common femoral artery was attempted using a starclose se device after an external iliac artery stent and balloon interventional procedure. Reportedly, after deploying the vessel locator wings, the device was pulled back against the vessel wall for positioning and the device pulled out of vessel with the vessel locator wings open, no resistance was felt. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the analysis and aided in a more definitive investigation. The device being pulled out of the patient with vessel locator wings open and no resistance felt, as reported, can be influenced by, but is not limited to manufacturing, patient anatomical conditions and/or user technique. All starclose devices are inspected to verify that the ribbon wings open properly, collapse completely, and are aligned and not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. User technique such as incomplete stroke of plunger, applying excessive tension against the locator wings, or inadequate nick and spread incision may result in loss of arterial access. There was no report of any abnormal user technique. The access site was scarred from previous procedures. Based on the reported information and the inspection criteria, a definitive cause of the loss of arterial access and associated patient effects could not be determined, however, the scarred access site from previous procedures may have been a contributing factor. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.